Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (pd) therapy. The cause of death was unknown, further described as the patient was taken to the renal unit (not further specified) where she was evaluated and found to be cold and without a heartbeat. It was not reported if the dianeal therapy was ongoing until the time of death or whether the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.